Event description:
It is reported that a resolute integrity otw 2.50 x 18 mm drug eluting stent was implanted approximately 4 days post its expiration date. No reported patient complications.

Manufacturer narrative:
Evaluation codes, results/conclusions: recommended that shelf life be verified prior to use. Device or procedural images were not returned for review. Expired product implanted. (B)(4).